Event description:
The service report shows that customer stated peep fluctuated. The co customer engineer verified that the unit malfunctioned. The cse placed the auto zero solenoid and the exhalation flow sensor. The unit passed its performance test. This report is not an admission by co that this device caused or contributed to the event alleged in this report.